Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The device was returned without any allegation of malfunction against it by the customer, however, defects were found with the device during service evaluation. It was found that the unit had damaged top cover and broken hinges on suction safety cover. The damaged parts were replaced and the device was tested and found to be working according to specifications. The physical damage to the device is a result of user mishandling of the device, probably caused due to a fall during transportation or storage. This serialized device (serial : (B)(4) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales representative via service request that the 4580 fms duo+ pump/shaver combo -ns unit has damage top cover and broken hinges on suction safety cover. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.